Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. Sid (B)(6) initial result 58.8 pg/ml, repeated 5.3 pg/ml. A new sample was obtained and the results for sid (B)(6) were 0.0 and 0.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57106ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 57106ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 57106ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. Sid (B)(6) initial result 58.8 pg/ml, repeated 5.3 pg/ml. A new sample was obtained and the results for sid (B)(6) were 0.0 and 0.2 pg/ml. No impact to patient management was reported.